Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 7/29/2025, the user reported that the device would not maintain a charge. The user stated that after charging, the device reached only 98% and within two hours dropped to 75%. By the end of the day, the device required recharging as the battery was nearly depleted. The user believed the charger was functioning properly and attributed the issue to the device battery. The user¿s blood glucose was 150 mg/dl, and no blood glucose impact was reported. A replacement device was arranged. No external medical intervention was required, and no caregiver assistance was involved.